Event description:
The customer reported that the pci (pt contact indicator) leds were not functioning on the paddle set.

Manufacturer narrative:
(B)(4). The customer reported that the pci (pt contact indicator) leds were not functioning on the paddle set. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.